Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-09037. The patient had two extensions implanted with unk lot numbers. It was reported, ((B)(6)) the patient was not receiving stimulation. During a revision surgery (for unk reason), the scs extension showed high impedance on the left side. The patient had suffered a fall previously. The physician removed the two scs extensions and replaced them with new ones. The impedance values for the leads were normal. The ipg was also replaced due to a low battery. The patient is not receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.